Manufacturer narrative:
H6: investigation summary 4 samples were returned by the customer. 2 samples were from lot #20075478, and 2 samples were from lot #20075479. No samples were returned from lot #20076243. It was reported that there are flushing issues with the smart site extension sets. Each sample was examined for defects and abnormalities. No defects and abnormalities were observed. Each sample was connected to a syringe and attempted to have a blue dye/water mixture infused into the extension set. One of the two samples from each lot was unable to be infused. The customer complaint can be verified. A device history record review for model 20039e lot number 20075478 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 08jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e lot number 20075479 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 08jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e lot number 20076243 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 18jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA 1998036 (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. See h.10.

Event description:
It was reported that smallbore 6 inch ext vlv had flushing issues on 11 occasions. The following information was provided by the initial reporter: material no: 20039e batch no: 20075478, 20075479 it was reported that there are flushing issues with the smart site extension sets. The source email mentions that multiple team members have submitted forms via arc. Per customer email: over the past month the vascular access team and outpatient infusion clinic has been complaining that the smart site extension set has been having issues with flushing. No matter how much pressure they apply, it is occluded. Multiple team members have submitted forms via arc. Are you able to determine if this product is being recalled? The emergency center is also experiencing occluded smartsite extension sets.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20075479, medical device expiration date: 2023-07-07, device manufacture date: 2020-07-02. Medical device lot #: 20075478. Medical device expiration date: 2023-07-07. Device manufacture date: 2020-07-02. Medical device lot #: 20076243. Medical device expiration date: 2023-07-17. Device manufacture date: 2020-07-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1094, 1248. FDA patient problem code: 2199.

Event description:
It was reported that smallbore 6 inch ext vlv had flushing issues on 11 occasions. The following information was provided by the initial reporter: material no: 20039e batch no: 20075478, 20075479. It was reported that there are flushing issues with the smart site extension sets. The source email mentions that multiple team members have submitted forms via arc. Per customer email: over the past month the vascular access team and outpatient infusion clinic has been complaining that the smart site extension set has been having issues with flushing. No matter how much pressure they apply, it is occluded. Multiple team members have submitted forms via arc. Are you able to determine if this product is being recalled? The emergency center is also experiencing occluded smartsite extension sets